Manufacturer narrative:
Results of investigation: no exact root cause has been determined but most likely, it is due to the restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Exact root cause under investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. It was determined that the o2 pressure regulator is defective. The inspirational block needs to be replaced. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported 271 - "o2 supply fail - no o2 dosing possible" and alarm 388 - "no o2 dosing possible" active alarms on a bellavista 1000 during patient use. Furthermore, there was no patient adverse reaction and no saturation drop reported associated with this event.